Event description:
On (B)(6) 2010, pt reported the up button on the infusion device worked intermittently. This was noticed 3 days prior when trying to bolus. During troubleshooting, the up button responded as intended, but the down button failed to respond. Both up and down buttons pop up after being pressed. Infusion device was dropped on a hard surface but it was not within the previous 48 hours. Infusion device was not exposed to water or insulin ingress. Infusion device has been in use for 2-3 years. Pt delivers 4 boluses per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require assistance from a heath care professionals or second party to address the issue.